Manufacturer narrative:
B3: based on gfe response that states sales rep was aware at a reprogramming set up by the clinic.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging problems, since patient was charging more frequently due to older battery. Charging re-education was attempted. Electrocautery was used during procedure. The device was retained by the facility and will not be returned for analysis. Postoperatively, patient was expected to fully recover.